Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the nose tube / mid-section had come apart from the back end; thus, the pre-test could not be completed. Therefore, the reported condition was confirmed. It was further determined that the threads of the mid-section and back end were corroded from loctite breaking down. The assignable root cause determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device came apart. According to the reporter, the device was found at the start of her daily routine on her desk with a note that said "came apart". It was further reported that the black piece and the other piece that secures the cutters on the attachment came apart. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.